Manufacturer narrative:
This event is being submitted as a result of a retrospective review of complaint records. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced a urinary tract infection (uti) but was not sure if it was due to the intermittent catheter or not. The patient went to the doctor where he found out he had the uti, and the nurse asked him if there were any changes and the only change he had was the catheters. It was noted the patient had been using the products for more than 90 days. Per follow up via phone on 23march2022, the patient confirmed that the catheter caused the uti and he was prescribed an antibacterial. After about two weeks of medication, the uti was gone.

Event description:
It was reported that the patient experienced a urinary tract infection (uti) but was not sure if it was due to the intermittent catheter or not. The patient went to the doctor where he found out he had the uti, and the nurse asked him if there were any changes and the only change he had was the catheters. It was noted the patient had been using the products for more than 90 days. Per follow up via phone on 23march2022, the patient confirmed that the catheter caused the uti and he was prescribed an antibacterial. After about two weeks of medication, the uti was gone.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential failure mode" biocompatibility issues " and a potential root cause for this failure could be "unsuitable material'. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "to help reduce the potential risk of infection and/or other complications, do not re-use. If discomfort or any sign of trauma occurs, discontinue use immediately and consult your doctor". "Please consult your doctor before using this product if any of the following conditions are present: fever, chills, back pain, discomfort on emptying the bladder, severed urethra, unexplained urethral bleeding, pronounced stricture, false passage, urethritis - inflammation of the urethra, prostatitis - inflammation of the prostate gland, epididymitis - inflammation of the epididymis (testicle tube)". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.